Event description:
As reported in a literature article (durst, c.r. Et al, (august 2014). ¿direct comparison of neuroform and enterprise stents in the treatment of wide-necked intracranial aneurysms¿, clinical radiology (2014), http://dx.doi.org/10.1016/j.crad.2014.07.015), 53 patients underwent stent assisted coil embolization of wide necked aneurysm between december 2002 and june 2012. Eight patients experienced cerebral infarctions (2 as a result of early instent thrombosis within 48 hours of procedure, 2 as a result of delayed instent thrombosis, and 4 in same vascular territory as the stent after stent deployment), 1 patient experienced asymptomatic instent thrombosis, 4 patients experienced instent stenosis greater than or equal to 50% (3 mild and 1 moderate severity), and 1 device was unable to navigate a tortuous vessel. Of the patients who experienced infarctions in the same vascular territory as the stent after stent deployment, 3 had discontinued clopidogrel just prior to the infarct. No patient specific details were provided in the literature article.

Manufacturer narrative:
The actual date of the event was not provided. Also, no information regarding patient demographics, medical history, or concomitant devices and medications could be provided. The author would provide no additional information. (B)(6). The catalog number and lot numbers of the device were not provided. UDI: unknown part number, attempts to obtain product were unsuccessful, UDI is unavailable. Complaint conclusion: no devices were available for analysis. Since the lot number for the devices could not be provided, a review of manufacturing documentation could not be completed. Stent thrombosis, stroke, and occlusion of stented segment are known events associated with cerebrovascular stenting are listed in the instructions for use (IFU) as such. Based on the limited information provided, it is not possible to determine if the events were related to the stents or to the patients underlying disease. Pharmacological factors may have been related to 3 of the patients who experienced cerebral infarcts. The inability of the stent to navigate tortuous vessel could not be confirmed without product return, but was most likely related to patient factors. Since there was no evidence of a manufacturing issue related to the complaint described in the literature article, no corrective actions will be taken at this time. This is 1 of 4 mdrs submitted for patient (B)(6). This is an initial/final MDR.